Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. Postal (B)(6). The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on unknown date that during evaluation it was found that the device was failing to properly tighten zipfix implants. There was no patient involvement. No further information. This report is for one (1) application instrument for snal zipfix. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary service and repair evaluation: the customer reported that the 03.501.080, application instrument for snal zipfix failed to properly tighten zipfix implants. The repair technician reported the device was missing spring and retaining nut, and device failed to operate smoothly. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring and retaining nut. The item was repaired per the inspection sheet, passed synthes final inspection on 15-aug-2022 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 40. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part: : 03.501.080, lot no : 7858407. Release to warehouse date: 18 april 2012. Manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.